Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post procedure, the sealing was faulty.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection showed wire insulation damage. The reported condition was not confirmed. An additional failure of insulation damage was noticed. Functional testing was performed on porcine kidney tissue. Multiple seals on vessels of various sizes were made. The device was activated while pressing the button in various locations to detect any problematic activation issues. All seals were satisfactory and end tones were heard each time indicating completed cycles. As an additional finding, the wire insulation showed scraping damage, which is trocar-related, caused by user error. The investigation found the device to function normally and within specifications, but failed visual inspection due to user error (trocar-related damage). There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. The instructions for use (IFU) also states to keep the instrument jaws clean . Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.